Event description:
The facility reported a colleague infusion pump with a depleted battery alarm. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). After further investigation, quality engineering determined the assignable cause to be depleted batteries resulting from user error. This condition had the potential to interrupt delivery. (This was inadvertently omitted from the initial medwatch). The conclusion (user error contributed to event) better represents the reported problem than (device failure directly caused event).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted batteries. The main batteries and battery harness were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.